Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated their upper front tooth has been chipped, gum recession and sensitivity in their upper molars due to the retainers.